Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a frozen display and the time clock was not advancing. The blood glucose reading was 125mg/dl. The caller stated that the battery was changed several times and the anomaly continued. No further information was provided.